Event description:
It was reported that the patient presented to the ER due to chest pain that has lasted about 2 months. It was also reported that the patient has a pacemaker and was seen to be in supraventricular tachycardia and was administered adenosine. No other relevant information has been received to date.